Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the insulin pump had physical damage. Customer stated the insulin pump screen appears to be black and they are unable to read the screen. Customer also stated that battery lasting only a month, it used to last 3-4 months. Customer declined to troubleshoot stated will call back. No further information provided.